Event description:
Lead warning was reported. The device had switched the polarity of the lead. Bipolar lead impedance was < 200 ohms with intermittent capture. The lead was replaced. No patient complications have been reported as a result of this event.